Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was unknown. The customer was unable to rewind the device as the device would continue to alarm each time. No anomalies were noted. The customer's mother was advised to revert to back up plan and the device needed to be returned for analysis.